Event description:
Boston scientific crm received information that this patient was recently cardioverted in the clinic. Prior to cardioversion the patient's right ventricular thresholds were low. Post cardioversion the thresholds increased. While performing a threshold test the nurse observed what appeared to be a 2-3 second pause in pacing. The boston scientific crm field representative (fr) sent strips to technical services (ts) for review. Ts noted the strips had no surface so it would be impossible to determine capture or not. Ts discussed with engineering and suspects what most likely occurred was the nurse started a manual threshold test with the cycle steps set to 5 rather than the nominal 3 and the initial output was 1.4v based on the previous threshold prior to the cardioversion. Then the device would add 0.5v about the last threshold as a starting output. Ts discussed the automatic capture threshold testing function with the fr and recommended the facility consider having a surface running while performing threshold tests in the future to clarify capture/non-capture issues. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service and no further issues have been reported. Should additional information become available, this event would be updated. A review of the device memory confirmed no resets. The last threshold test was completed successfully. Engineering analysis confirmed the device appears to be functioning properly.